Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the patient had one endeavor sprint drug eluting stent implanted to the lm and two non medtronic des implanted to the lad. The following day, the patient suffered an mi. Investigator assessed that the reported event was not related to the study device. Approximately 6.5 months post index procedure, the patient suffered another mi. Patient was treated with revascularization of the rca. Investigator assessed that the mi event was not related to the study device. Approximately 48 months post index procedure, the patient was re-hospitalized due to a stomach bleed. The patient had under gone an operation due to stomach cancer prior to the bleed event. Investigator assessed that the reported event was not related to the study device.